Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 61 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with power properly, no turn off and back on noted. No button error alarm during testing. However the device had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The device had dog chew marks on display lcd window, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.